Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) felt like it was moving. The patient stated that they first noticed the issue about six months prior to the date of this report, in 2016. No falls or traumas were reported that could be related to the issue. The patient was redirected to their healthcare provider (hcp) to address the issue. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.